Manufacturer narrative:
Pump received with cracked battery tube thread, broken reservoir tube lip, missing reservoir tube lip o-ring, cracked reservoir tube window, and cracked reservoir tube noted. The test reservoir stays lock in place noted.

Event description:
Customer called to report damage to the insulin pump. Customer reported that the insulin pump is missing a piece from the reservoir compartment and the reservoir will not stay in the pump. Customer's blood glucose levels at the time of the incident was 300 mg/dl. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.